Event description:
It was reported that when trying to implant the intraocular lens (iol), the injector broke and the iol got stuck inside the injector. Through follow-up we learned that the body of the cartridge broke off near the tip, without any damage to the tip itself being reported. The tip of the cartridge was in contact with the patient's eye, the patient was not affected and a back up iol was used. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section a2 - age/date of birth: the exact date of birth is unknown, but the year 1991 was provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. The lens could be observed to be stuck in the neck of the cartridge and overridden by the plunger rod. The cartridge and cartridge tip could also be observed to be damaged and cracked, in a way consistent with a cartridge that was punctured by the plunger rod. The damage in the cartridge suggests that the lens was advanced to the cartridge tip and was then retracted with the plunger rod. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Further inspection of the cartridge revealed that there was not viscoelastic residue dispersed throughout the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd) may have contributed to the complaint and observed issues. The complaint issue of cartridge cracked was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted